Event description:
It was reported, identified three packs with holes.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up. It was reported there were three packs with holes and one pack containing a defective needle. To support the investigation, one photograph was provided to the quality team for evaluation. The photograph depicts a needle assembly with a double needle condition. No additional defects or abnormalities were observed. This condition could occur if the cannulator misfeeds during manufacturing. A device history record (DHR) review was completed for material number 300745, lot 5147850. The review did not identify any production or inspection related issues that could have contributed to the reported condition, and no related quality notifications were found. All manufacturing processes and final inspections met specification requirements. Verification of the cannulator was also performed, the settings were confirmed to be correct and product flow was acceptable. To date, no other similar events have been reported for this lot. Based on the investigation and evaluation of the provided photograph, the customer reported double needle condition is confirmed.